Manufacturer narrative:
E1: (B)(6). E2: yes. E3: physcian. H3 - type of investigation code: 10- device evaluation: the lens was returned in liquid within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within original values. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim (B)(4).

Manufacturer narrative:
Corrected data: b5.- a facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate surgery the lens was exchanged for a lens of a different power and the problem resolved. The cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. E1. "USA" should be removed and "japan" should be added. H4. "On (B)(6) 2024" should be removed and "on (B)(6) 2024" should be added. H3. Type of investigation code: 10- "device evaluation: the lens was returned in liquid within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within original values." Should be removed and "device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications." Should be added. H11- "manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation." Should be added. Claim# (B)(4)

Manufacturer narrative:
Claim: (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. At a later date, the lens was exchanged for a lens of a different power and the problem resolved. Cause of the event was reported as unknown. A work order search was performed, no similar complaint types were found.